Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor within 10 mins. Results of 30 mg/dl, 228 mg/dl and 501 mg/dl were plotted on a parkes error grid. The results fell into the "d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: it should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.